Event description:
The manufacturer received information alleging a trilogy evo is missing data upon care orchestra evo usb download. There was no harm or injury reported. Patient was advised to create a new patient on evo. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.